Manufacturer narrative:
Product ID: 8731sc, serial#: (B)(4), UDI#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6)2018, product type: catheter, the catheter was returned and analysis found catheter body was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 20-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained dilaudid [10 mg/ml] at a dose of 0.5 mg/day and clonidine [100 mcg/ml] at a dose of 5 mcg/day. It was reported the patient changed pump managers in (B)(6) 2018 after having a disagreement with the prior managing physician. The patient stated the medication dosage she was on was not relieving her pain. The patient¿s dosage was 4 mg/day hydromorphone plus 40 mcg/day clonidine. It was unknown when the event/difficulty occurred. The patient reported no falls but had had an intentional weight loss of 100 pounds in the last year. When the new managing physician could feel what appeared to be either the catheter or the anchor near the surface of the skin. The representative stated that apparently the doctor scheduled and did a catheter dye study on (B)(6) 2018 without notifying any representative. The physician was unable to aspirate the catheter, but a rotor study was performed, and the pump rotors were working fine. The doctor scheduled a catheter revision for (B)(6) 2018. In surgery, when the doctor incised the area where the catheter entered and was anchored, the doctor discovered the spinal portion of the catheter wadded up under the skin and out of the intrathecal space. The entire catheter was removed, and a new one was implanted. The explanted catheter would be returned for analysis. The issue was resolved at the time of the report. The patient¿s weight was unknown. The patient¿s status at the time of the report was alive ¿ no injury. No further patient complications were reported.